Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced. The product will be returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No change battery now alarms, pump errors were noted. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specifications. Unit was received with minor scratches on case and minor scratches on lcd window.